Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that while priming new precedex drip, a port started dripping medication. I exchanged the defective tubing with new tubing. This is the second set of the same item number to leak in two weeks.